Event description:
A customer reported experiencing a cgm error 42 with their device. After assessing the situation, it was determined that there was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a complete pump reset process, resulting in the successful resolution of the cgm error, allowing the customer to start a new sensor session without further issues.